Manufacturer narrative:
It was reported that the "foley is clogged and not draining". Due to this, a new device was inserted. There is no additional information available at ths time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley is clogged and not draining.